Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. Detailed analysis of the device confirmed that the device paced and sensed normally. Holes in the atrial and left ventricular (lv) seal plugs were observed. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. This is discussed in boston scientific's product performance report. We have implemented changes to improve seal plug design.

Event description:
Boston scientific crm received information that this patient experienced a syncopal episode from an unknown etiology. It was noted that the device's right atrial (ra) port had been plugged at implant. Ra noise was noted which coincided with ventricular tachycardia (vt) episodes stored in the device. It was suspected that the noise may be oversensing of the ventricular activity. Technical services (ts) discussed the issue and recommended not using the ra sensing for diagnostic purposes due the ra port being plugged. To date, no further adverse patient effects were reported.